Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture. Time of malfunction: during the procedure. It was reported that during treatment of a mildly tortuous and mildly calcified superficial femoral artery, the fox plus balloon ruptured at 4 atmospheres during the first inflation. The device was completely removed from the patient anatomy, and a second fox plus dilatation catheter was used to complete the procedure. There were no reported patient effects. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.